Event description:
An event involving a microclave¿ clear neutral connector with item number mc100 experienced leakage. The report stated that there was leaking around split septum seal. The approximate date when the product problem occurred was 14-jul-2024 during infusion. The medication used was sodium chloride with heparin. No blood loss, unprotected chemo exposure and no adverse operator consequences. There was patient involved, no serious injury or death and no delay in critical therapy.

Manufacturer narrative:
The expiration and manufacture dates are unknown, because the lot# is unknown. Investigation summary: received one (1) used list# mc100, microclave¿ clear neutral connector. Initial observation shows no physical damage or other anomalies. Inspected seal under magnification, no damage observed. Pressure tested and passed, meets manufacture specification, unable to confirm customer complaint of "leaking around split septum seal". A device history review could not be conducted because no lot number(s) was/were identified.